Event description:
It was reported that during routine inspection medical staff discovered, the cs100 intra-aortic balloon pump (iabp) the aortic balloon counterpulsation pump alarm was low on helium.  There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer found that the gasket at the interface of the helium cylinder was damaged and leaking. After the hospital's equipment department contacted a third-party maintenance company to replace the gasket, the alarm was eliminated, the equipment resumed normal use, and no one was injured. Customer solved the equipment repair by himself.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).